Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. During procedure when device was deployed to basket a spline inversion occurred in the left superior pulmonary vein. Troubleshooting was performed, the inversion was fixed inside the body. And at this point the catheter could not be deployed or undeployed. The physician informed that the guidewire was stuck, and it was impossible to advance or retract it. No tissue observed in the tip. It was able to remove the guidewire as normal. No pictures available. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.